Event description:
It was reported that during a procedure, the laser system displayed an error indicative of a system malfunction. Customer attempted to troubleshoot the error by switching fibers; however, the error was still observed. After consultation with technical service, the error was unable to be cleared by the user. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the likelihood that the pt required an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
A service engineer evaluated from the laser system and was unable to duplicate error message or determine the root cause for the error. Performance of laser system was completed and the laser was released to the customer for use.